Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed. .

Event description:
It was reported to philips that the device's ready for use indicator displayed a red "x". There was no patient involvement.